Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported tenderness, bruising and discomfort at the closed loop stimulator (cls) site. The cls implant site was opened, with drainage noted. The patient¿s system was explanted.